Event description:
This lead was explanted and replaced due to lead failure. No other information was available. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between an approx. 4 cm segment of the lead body was missing. Multiple signs of wear along the lead body were noted. In particular around 7.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue during the implantation duration of approx. 10 years should be taken into account. Diagnostic images clarifying this assumption were not available. Further inspection of the lead fragments demonstrated extraction damages such as a deformed shock coil and a fracture of the conductor cable to the shock coil indicating strong tensile forces applied during the removal of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.